Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system switch clip was missing. The following information was provided by the initial reporter, translated from chinese to english: after checking the newly opened indwelling needle, it was found that the switch clip part was missing, and it could not be clamped, so a new indwelling needle was replaced immediately.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. No abnormality is found on process and the retained sample.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system switch clip was missing. The following information was provided by the initial reporter, translated from chinese to english: after checking the newly opened indwelling needle, it was found that the switch clip part was missing, and it could not be clamped, so a new indwelling needle was replaced immediately.